Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Based on the available information, the reported event cannot be confirmed. A definitive root cause could not be determined if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported the patient has continuing pain, swelling, synovitis and difficulty ambulating six years, five months post implantation. Patient received topical lidocaine patches as treatment. An arthroscopic procedure was completed five years post implantation however symptoms persisted. No additional information provided by patient at this time.

Manufacturer narrative:
(B)(4). D-10: (B)(6), 12mm diameter 100mm length straight stem extension combined length 145mm, lot# 63687921. (B)(6), nexgen distal femoral augment block, lot#: 63661850, (B)(6), nexgen all poly patella std cemented size 32mm dia 8.5m, m thick, lot#: 64107592, (B)(6), nexgen 14mm dia 100mm l offset stem extension, lot#: 63810697, (B)(6), nexgen left size e cemented option femoral component, lot#: 63939477, (B)(6), nexgen 12mm h size e, f w/locking screw green articular surface, lot#: 63564388, (B)(6), nexgen size 5 precoat stemmed a/p wedged tibial component, lot#: 63814253. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.